Manufacturer narrative:
An intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of frayed grip cable to be related to the customer reported complaint. The prograsp forceps instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause is attributed to a component failure. Additional observation(s) not reported by site were also identified: the prograsp forceps instrument was found to have the main tube broken and a piece measuring proximately 1.46¿ x 0.206¿ was not returned with the instrument. The root cause of the broken instrument main tube is typically attributed mishandling/misuse. The instrument could not be tested for intuitive motion due to the broken main tube. No image or video was provided for review. A review of the instrument log for the prograsp forceps instrument (part number: 470093-11/lot number: n10190214 0041) associated with this event has been performed. Per the review, the prograsp forceps instrument was last used in a procedure on (B)(6) 2022 on system sk0200. The instrument had 7 uses remaining after the last procedural use. This complaint is being reported malfunction event based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, the prograsp forceps instrument had a broken cable and would not move intuitively as per the surgeon movements. The procedure was completed with no reported injury. The prograsp forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reported was unable to provide additional information